Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also mentioned that the customer had an occlusion. Customer's blood glucose level at the time 258 mg/dl. Troubleshooting occurred. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were noted.